Event description:
Reportedly, a mitral valve displayed a large amount of regurgitation immediately post surgery - at this stage it would seem it was due to a suture loop (the staff were unsure of tricentrix deployment). No other information provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review is currently in process. Operative report has been requested but not yet received. Echo on cd has been requested. Unknown if it will be made available. Device is to be returned for evaluation but has not been made available. No other procedures were mentioned as having been done during the surgery. The replacement device has not been identified. No patient medications history, medical history or patient status has been provided. Surgeon indicated this could have been a suture loop but cannot be confirmed without evaluation of the product.

Manufacturer narrative:
Evaluation summary attached: the valve as received supports customer report of regurgitation. As received, the valve exhibited characteristic markings which indicated a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. No inconsistencies were noted in the x-ray as the wireform is intact. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.